Event description:
It was reported that the ventilator while connecting to pt generated alarms indicating stop of ventilation. There was no pt harm. (B)(4).

Manufacturer narrative:
Service tech has been on site for troubleshooting. Exchanged parts and more info regarding the event has been requested for investigation. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).